Event description:
It was reported that the right ventricular lead exhibited a noise problem. No further information was available and patient status was not provided.

Manufacturer narrative:
Correction: previously reported h6 as a noise issue, now corrected to high impedance to reflect new information.

Event description:
Further information was received that issue seen was actually high defibrillation impedance alert noted over remote transmission, not noise. Impedance returned back to normal range without intervention. The patient was stable.